Event description:
It was reported that 6 weeks after the initial implant of this artificial urinary sphincter, the device was unable to be activated. X-rays showed the device filled normally but the pump was making bubble sounds. Air was observed in 1/2 of the inner volume. Troubleshooting was attempted without success. The pump component was replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump component of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. The pump was visually inspected, microscopically examined, and leak tested. No damage or abnormalities were identified. The pump passed functional testing and performed within product specifications. Based on the information available and analysis results, the clinical events reported of a mechanical issue and air in the system/component were unable to be confirmed.

Event description:
It was reported that 6 weeks after the initial implant of this artificial urinary sphincter, the device was unable to be activated. X-rays showed the device filled normally but the pump was making bubble sounds. Air was observed in 1/2 of the inner volume. Troubleshooting was attempted without success. The pump component was replaced. No patient complications were reported.